Event description:
A malfunction was reported on the pump. The customer¿s blood glucose (bg) level displayed as "high"; although a specific value was not provided. The customer did not take any corrective action independently other than calling for assistance. Technical support provided information for resetting the pump, assisted with the reset, and confirmed that the malfunction code did not recur. Customer was advised to continue using the pump and to call back if any issues reappear.